Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pain at the implantable cardioverter defibrillator (ICD) pocket. The ICD was explanted and the associated right ventricular (rv) lead capped. The system will not be replaced. No further patient complications have been reported as a result of this event.